Event description:
Information received by medtronic indicated that the insulin pump had all buttons unresponsive. Customer stated that insulin pump had frequently no response by button press. Customer stated that the scroll bar was not moving without any input. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Manufacturer narrative:
Retainer ring = unknown. Customer reported that none of the keypad buttons were responding. Device was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, cracked reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, broken belt clip rails, faded serial number label, keypad overlay peeling, cracked middle (enter) and down keypad buttons, keypad overlay scratched, scratched case. After battery installation, the down and middle keypad buttons did not work. Unable to perform the displacement and self tests due to the non-functioning keypad buttons. Unable to upload using thus due to the non-functioning keypad buttons. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion underneath the keypad domes or on any of the boards, assemblies, and the motor inside the unit. No damage noted to keypad assembly or the keypad traces, and the electrical board connector on board was locked properly during visual inspection. The down and middle domes underneath the keypad were punctured and flattened as a result. As a side note, the buzzer was smashed inwards. The go back, up, left, down, and middle (enter) keypad buttons on the other hand failed the keypad voltage test. Using a digital multimeter to check for continuity, the ground trace of these buttons were connected together, the ground trace of the right and menu keypads were connected together, however, there is a disconnect between the grounds of both groups of keypad buttons. The disconnect was traced to around the unit 1 ambient light sensor component most likely a broken trace around pin 4 of unit 1. The boards were taken out of the case and inserted into a known good case. The software version was then able to be obtained. In summary, the customer¿s report that none of the keypad buttons were responding was confirmed during testing. This is due to a combination of flattened down and middle dome switches and a broken ground trace around unit 1 pin 4. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.